Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the account reported that the stent was elongated and entered the sheath. Once in the sheath the stent not fully deployed then likely captured the tip causing the difficulty to remove and ultimately the separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left superficial femoral artery (sfa). The 5.50x150mm supera self expanding stent system (ses) was advanced to the target lesion and the physician thought he had the stent fully deployed at the intended lesion, so he fully retracted the thumb slide to the starting position, then rotated the system lock and deployment lock into the locked position and was going to remove the delivery system from the patient; however, it was noted part of the stent had deployed in the introducer sheath. During removal of the ses the stent elongated and the tip of the ses became caught on the tip and separated. The sheath was retracted and the elongated stent was released from inside the sheath and remained in the target lesion. The separated tip was able to be removed from the patient inside the sheath. No segments were left inside of the anatomy. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.